Event description:
It was reported a bladder neck suspension procedure was performed without incident. Approx six months post procedure, the pt returned with pain in the anchor site. At least one anchor was removed. It remains unk if both anchors were removed. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available.